Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned distal cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, one possible cause is that the device may have been used in close proximity to the distal end of the scope when using a radiofrequency ablation device, etc. The event is detectable/preventable by handling the device in accordance with the following IFU: the precautions are listed in the user manual (operation section) ¿chapter 4 usage, 4.3 endo therapy accessories, radiofrequency ablation therapy¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.